Event description:
When the surgeon removed the locking screw from the sterilization box, it was noted that an unidentified shaving was attached to the base of the screw. The screw was exchanged with another locking screw and no further issues were reported.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is ongoing; no conclusion could be drawn. Review of the mfg records has been requested.